Event description:
It was reported that the pump battery was charging slower than expected. There was no reported impact to the customer's blood glucose level. A new charging supplies was sent to the customer.